Event description:
Unidentified dialysis catheter which was placed in 2002, dislodged in 2003. In 2003 the physician performed a redo pta and stenting of the right subclavian vein. Pta of the vessel was successfully completed and then the physician placed a 68mm wallstent in the right subclavian, innominate and proximal portion of the superior vena cava. This dialysis catheter was then inserted over-the-wire, through the stent and into the superior vena cava and right atrium. Both the wallstent and dialysis catheter placements were successful. The physician took a final x-ray and noted that the wallstent had moved from the original position and was now located centrally in the central vena cava. The procedure was completed and the patient was transferred to the recovery area. Approximately two hours post procedure, the patient coded suddenly in the recovery area. Full resuscitative measures were employed, which were unsuccessful. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device the co is unable to determine if the device met its specifications. The co's follow up revealed an autopsy performed in 2003 indicated pinholes were noted in the medial wall of the distal portion of the superior vena cava. Blood was present in the percardial cavity. The unoffical cause of death was cardiac tamponade. However, the co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.